Manufacturer narrative:
Qn#: (B)(4). Associated to following mdrs: 3010252479-2023-00022; 3010252479-2023-00023; 3010252479-2023-00024; 3010252479-2023-00025. Multiple units were returned together. The units returned include 3 mantas, two sheaths, 4 dilators and 2 depth locators. Out of the 3 mantas, one of them was locked into the sheath. Lever was engaged releasing the components. The housing appeared to be slightly off in terms of seating with the sheath. Minor gap was noted. Unit was dismantled to expose the button valve. Minor displacement of the valve could be noted. The valve was torn at the center hole and not laterally. The two other mantas were unengaged or unoperated levers. The units were attempted to be advanced via the sheath. Dilator was used and advanced via the valve and locked it for 4-5 seconds. Dilator was removed and the bypass tube was advanced. Resistance was observed with the advancement of the bypass tube via the valve. Units were reviewed with r & d, sustaining and da. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a ventricular assist device removal, a 14f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. The physician encountered severe resistance attempting to advance the bypass tube through the hemostatic valve of the manta sheath. The bypass tube did not buckle or bend when met with resistance (see 3010252479-2023-00022 manta). The first 14f manta device and sheath were removed off the guidewire and a second 14f manta device and sheath were opened and deployed. Again, the physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. No buckling or bending of the bypass tube occurred when met with the resistance. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The der process will continue to monitor for any similar events.

Event description:
As reported: 4 manta devices from the same lot failed to lock together after bypass tube was inserted. This was on the same patient/same procedure. A 5th manta was opened and deployed successfully. This complaint is for the second manta that failed to click into the sheath due to severe resistance. Additional information on 09feb2023: there were no issues with advancing or withdrawing procedure sheaths during the percutaneous ventricular assist device (pvad) removal case. The physician reported severe resistance was met with advancing the bypass tube into the manta sheath (captured in MDR 3010252479-2023-00022). The entire manta sheath was removed otw, and a new sheath was placed for the second manta deployment. It was reported there was severe resistance with the second bypass tube (captured in MDR 3010252479-2023-00023), and the entire second manta sheath was removed otw, and a new sheath was placed for the third manta deployment. It was reported that there was severe resistance with the third bypass tube (captured in MDR 3010252479-2023-00024), and the entire third manta sheath was removed otw, and a new sheath was placed for the fourth manta deployment. It was reported that there was severe resistance with the fourth bypass tube (captured in MDR 3010252479-2023-00025), and the entire fourth manta sheath was removed otw, and a new sheath was placed for the fifth manta deployment. The fifth manta was deployed successfully. There was no reported patient harm or consequence from this event. The patient's current condition was reported as fine.

Manufacturer narrative:
(B)(4). Associated to following mdrs: 3010252479-2023-00022. 3010252479-2023-00024. 3010252479-2023-00025. An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
As reported: 4 manta devices from the same lot failed to lock together after bypass tube was inserted. This was on the same patient/same procedure. A 5th manta was opened and deployed successfully. This complaint is for the second manta that failed to click into the sheath due to severe resistance. Additional information on 09feb2023: there were no issues with advancing or withdrawing procedure sheaths during the percutaneous ventricular assist device (pvad) removal case. The physician reported severe resistance was met with advancing the bypass tube into the manta sheath (captured in MDR 3010252479-2023-00022). The entire manta sheath was removed otw, and a new sheath was placed for the second manta deployment. It was reported there was severe resistance with the second bypass tube, and the entire second manta sheath was removed otw, and a new sheath was placed for the third manta deployment. It was reported that there was severe resistance with the third bypass tube (captured in MDR 3010252479-2023-00024), and the entire third manta sheath was removed otw, and a new sheath was placed for the fourth manta deployment. It was reported that there was severe resistance with the fourth bypass tube (captured in MDR 3010252479-2023-00025), and the entire fourth manta sheath was removed otw, and a new sheath was placed for the fifth manta deployment. The fifth manta was deployed successfully. There was no reported patient harm or consequence from this event. The patient's current condition was reported as fine.